Event description:
Edwards received information through its implant patient registry that a 29mm bioprosthetic mitral valve, implanted approximately eleven (11) years and four (4) months, was explanted and replaced with a 6925-esr-lp 29mm valve. Through follow up with the health care provider, it was learned this device was explanted due to calcification of the leaflets and mitral stenosis. The response also indicated there was pannus/host tissue involved.

Manufacturer narrative:
Device has not been returned for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow-up with the health care provider, it was learned this device had severe calcification of two of the leaflets, which did not permit them to open adequately, resulting in stenosis. Attempts are being made to return the device for evaluation.